Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported hole/perforation and mechanical issue was unable to be confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was fatigued and worn down to the filament. The pump was functionally tested and performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly. Diagnostic imaging revealed there was a crack in the pump tubing. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly. Diagnostic imaging revealed there was a crack in the pump tubing. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.